Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode placement procedure. It was reported that there was a double magnetic resonance imaging (MRI) overlay image in the software. No delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient age and weight received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in an electrode placement procedure. It was reported that there was a double magnetic resonance imaging (MRI) overlay image in the software. No delay to the procedure. No impact on patient outcome.